Event description:
Bd safetyglide needle packaged as 1 inch needles had some needles that were shorter (looks like 1/2 inch); we use these for immunizations, which could lead to incorrect injection site (subcutaneous instead of intramuscular).